Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis lucera elite bronchovideoscope displayed black image when turning the angle. The issue occurred during maintenance and had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. We could not specify the root cause of event. Olympus will continue to monitor field performance for this device